Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record identified no deviations or anomalies.the complaint is not considered confirmed as a device sample was not returned for further evaluation. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 3 year 4 months before it fractured, which was manufactured in march 2013 and has been used in an unknown number of surgeries. This device is used for treatment a notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Product discarded.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.